Manufacturer narrative:
No conclusions can be further made since the product returned to dmta in a condition that made evaluation impossible.

Event description:
"Laser was on stand-by mode, when activated a pop was heard and the laser fiber was broken by the outlet on the holmium laser machine. Procedure was a cystoscopy, left retrograde pyelogram, ureteroscopy, laser lithotripsy, left ureteral stent placement. Update: no patient injury. Another fiber was opened to complete the case. No laser info available."

Manufacturer narrative:
No conclusions can be made since the product was not returned to (B)(4) and limited information was provided by the customer in reference to the complaint event. Device not returned.

Event description:
"Laser was on stand-by mode, when activated a pop was heard and the laser fiber was broken by the outlet on the holmium laser machine. Procedure was a cystoscopy, left retrograde pyelogram, ureteroscopy, laser lithotripsy, left ureteral stent placement. Update: no patient injury. Another fiber was opened to complete the case. No laser info available."